Event description:
It was reported by the hospital lvad coordinator that during the implant procedure, while coring of the left ventricular, the coring knife was found to be dull. The surgeon then decided to use a scalpel to finish coring the left ventricle.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.